Event description:
Richard wolf medical instruments corporation (rwmic) received a medwatch report, mw5158444, regarding an issue with an internal sheath resectoscope 24fr, part ID: 8675324, batch# 1562242. According to the received information, "surgeon just started to proceed with the procedure. The staff in the room noticed that the end of the resection scope broke off into the patient's bladder. The piece of the scope was removed and no tissue trauma was present to the patient." Later information obtained, that the reported issue caused a 5-10 minutes delay during the procedure while the surgeon retrieved the broken piece. However, no apparent harm occured in relation to the adverse event.